Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with blood glucose exceeding 400 mg/dl for several hours after a recent supply change and rapid insulin depletion was noted, though no leak or bent cannula was observed and insulin delivery was successfully resumed after guided troubleshooting. Symptoms included elevated blood glucose without loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, no emergency care, and no use of backup therapy or ketone testing. Investigation included user interview, guided troubleshooting, and follow-up monitoring. Investigation of this case revealed no device alarms during the event, no mechanical insertion issues observed by the user, and no confirmed device malfunction, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.